Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was stuck in the cartridge and a scratch was on the lens. There was no reported patient impact or harm. Additional information was requested.